Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having a "little problem" with their implantable pulse generator (ipg). Follow up was conducted with the patient's clinic and the patient has not been seen for a device check since the date of the call to the manufacturer. The ipg remains in use. No patient complications have been reported as a result of this event.